Event description:
The patient specimen dish was prepared on wednesday [redacted]. The retrieval was on thursday [redacted]. 10 eggs were collected, and plan was partial icsi (intracytoplasmic sperm injection). Five eggs inseminated by icsi were transferred to the dish on [redacted]. Five fertilized conventional inseminated oocytes were transferred into same dish in different wells the following day. Nothing was seen out of the ordinary with the dish at that point. Oocytes were placed back into the incubator for culture and were not looked at again until 3 days later (late morning), when immediately noticed that there was crystallization seen on the bottom corner of the dish. It was noticed the embryos were angular and deflated-looking. They all had divided to 8-cell stage, but their appearance was deflated. It seems that there were some bubbles between the culture media and overlay oil causing evaporation media to increase the osmolarity of culture media causing deflation. Bubbles were removed and more media was added. Per our routine protocol, embryos were checked on day 5 and day 6. We noticed all embryos arrested and didn¿t grow to blastocyst.